Event description:
It was reported that the insulin pump alarmed no delivery, battery out limit and failed battery test. Customer's blood glucose was unknown. Troubleshooting was done. During the troubleshooting, the insulin pump alarmed failed battery test. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms noted. All operating currents are within specification. No unexpected alarms noted. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.